Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited damage on fiber bonding at the distal end, the light guide bundle of the video cable section was broken, and the light transmission is lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.